Event description:
During the device evaluation, it was found that the duodenovideoscope's forceps stand was burned. There was no patient involved.

Manufacturer narrative:
Based on the results of the investigation, it is likely that the reportable malfunction was caused by the use of a high-frequency instrument without sufficient distance from the tip. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection. Chapter 4 operation. Olympus will continue to monitor field performance for this device.